Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a successful secondary procedure but was unable to confirm the type 3b endoleak due to lack of lack of relevant medical imaging or information. Also clinical noted a type 1a and 1b endoleak that was resolve intraoperatively (a non - reportable event) that occurred during the original implant procedure (B)(6) 2013). The most likely cause of the compromised graft integrity, although not definitive, was the use of strata material. The final patient disposition was reported to be doing well. There have been no additional negative patient sequelae from this event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted with a bifurcated device under off label condition on (B)(6) 2017. Approximately 3 months later, the patient was brought in and a vela infrarenal, an ovation extender, a cook thoracic stent, and two renal snorkels were placed. At the end of the procedure, a leak was still present. The patient was brought back in on (B)(6) 2017 and an aortic cuff was placed between the afx bifurcated stent and the cook thoracic stent. Patient is reported as being stable and there have been no additional patient sequelae reported.